Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited non-capture with high threshold. It was noted the lv lead had dislodged. The lv lead was disabled and later explanted and replaced. The patient is a participant in the (B)(6) trial clinical study. No patient complications have been reported as a result of this event.